Event description:
It was reported by service report that there was no power to the footboard due to a damaged signal coil cord. It was also reported that there were sharp edges at the damaged cord's bracket. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: signal coil cord.